Manufacturer narrative:
The facility tested the device following the run and the device operated properly. The device was subsequently examined by the local factory service rep. Proper operation was observed through full performance and functional testing.

Event description:
The device was connected to a pt determined to be in full arrest, through kimberly-clark r2 combination electrodes. Reportedly, the device displayed connect electrodes, and anlaysis of pt ECG could not be performed as a result. A backup device was brought to the scene. This device was connected to the pt through the same pre-applied electrodes. Reportedly, this device also prompted that the electrodes were not connected to the pt. The electrodes were replaced. The backup device was then used to successfully deliver defibrillator energy to the pt two times in succession. The pt was resuscitated.